Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. The device was visually examined and it showed no damage. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. No bubble error was noticed during the functional testing. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 16ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream xc catheter was selected for use for lower extremity angiogram procedure in the right leg superficial femoral artery (sfa). During procedure, aspiration was lost and the device had bubl error. The procedure was completed with another jetstream xc catheter. There were no patient complications reported.